Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited no image. It was also reported that the distal end cover and the light guide lens were missing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. New information added to the following fields: h3 and h6. Corrected fields: e1, e2 and e3. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that plastic distal end cover missing and light guide lens missing occurred due to irregular stress was applied to distal end during user handling. For the no image displayed issue is likely that the image sensor unit was damaged during user handling due to application of irregular stress to the distal end or water invasion of the device from damaged location. User may detect the missing component events by handling the device in accordance with the following instructions for use: bf-190 series operation manual chapter 3 preparation and inspection user may reduce and prevent occurrence of the missing component events by handling the device in accordance with the following instructions for use. Bf-190 series operation manual _important information ¿ please read before us precautions: do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The no image event can be prevented by following the instructions for use which state: "important information ¿ please read before use precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.